Manufacturer narrative:
(B)(4). The device passed the displacement test, active current test and self test. Pump failed the sleep current test due to moisture damage on the electronic assembly. Charge/battery lasts less than expected confirmed.

Event description:
Information received by medtronic indicated that the battery of insulin pump had to change every two or three day. The customer stated that alarm history contains low battery alert and insert battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.